Event description:
The marker band of the optease vena cava filter broke off in the pt's inferior vena cava. The marker band migrated to the pt's right lower lobe of his lung.

Manufacturer narrative:
A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). This product is not available for analysis. Add'l info will be provided within 30 days of receipt.